Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl the customer stated insulin is squirting out during the manual prime process. The customer stated that the drive support cap is sticking out. Customer was advised that the cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. The insulin pump was unable to verify prime alarms due motor error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked belt clip slot, minor scratched lcd window and stained end cap sticker.